Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the pt developed and infection and symptoms of high intracranial pressure. As a result a revision was conducted and during the surgery the surgeon found the catheter was plugged up. The system was changed and the pt is fine.